Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came to the emergency room due to pocket stimulation. The atrial lead showed low impedance, impedance was higher in unipolar than in bipolar, and the polarity had switched. The lead is still in use. No further patient complications have been reported as a result of this event.